Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change out procedure. During the procedure, upon connecting the right ventricular lead to the new device, noise oversensing was observed. The lead was capped and replaced. The patient's condition was stable throughout the procedure.